Event description:
Boston scientific received information that when the clinician was performing a ventricular threshold test on this pacemaker dependent patient, immediately following loss of capture, the clinician attempted to press end test on the programmer. The clinician stated that the test did not end and incremented all the way down before ending. During this time frame, there was greater than two seconds of asystole and the patient experienced syncope for approximately 15 seconds . The clinician inquired why this situation could occur if she had the programmer wand over the patient. Technical services (ts) explained that even though the wand was over the device it defaults to radio frequency (rf) telemetry unless wanded telemetry only was selected in that session or wanded telemetry only was selected in that programmer. The clinician stated that the programmer is returning an out of range telemetry message. Further discussion revealed that the location where the threshold test was performed had extremely poor rf communication, thus not allowing the programmer to end the test appropriately. Ts aided the clinician is setting up wanded telemetry only for the programmer. An email was sent to the boston scientific sales representative to request the serial number of the programmer from the clinic.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.